Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead capture thresholds had been increasing over time and were now high. Additionally, it was noted the rv lead pacing impedance was chronically elevated. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.